Event description:
Rptr complains of arthritic like pain in arms, shoulders & upper back, heart pains, breast pain, numbness in legs, dry mouth, dry eyes, light sensitivity, memory loss, chronic diarrhea, confusion, loss of energy, depression, inability to sleep at night, severe headaches, excessive weight gain in short period of time.